Manufacturer narrative:
Technician found the solenoid valve leaking down over time. The technician replaced the solenoid valve and dressed wires with wire ties to resolve the issue.

Event description:
Account alleged the head drifts down over a couple of hours. No patient impact.